Event description:
Removal of screw abutment due to pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Foreign - the reporting source is foreign as the event occurred in (B)(6). Unique identifier (UDI) number - unavailable as the lot number has not been provided. There were multiple reports submitted for this event. The associated MFR report number references are: 3002806535-2019-00214, 3002806535-2019-00215, 3002806535-2019-00217. An investigation is in progress for this event. Upon completion a follow up report will be submitted.

Event description:
Revision due to pain as a result of screw abutment.